Event description:
It was reported that a patient was having a device revision on (B)(6) 2013 because the implantable neurostimulator was "too low" and uncomfortable for the patient. The patient's health care provider was going to move the device up from its current location. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 3550-39, lot# n332288, implanted: (B)(6) 2012. Product type: accessory: product ID 3550-29, lot# n331428, implanted: (B)(6) 2012. Product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).